Event description:
During a remote follow-up, noise that resulted in over-sensing was detected on the device. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information received that provocative testing was performed and the noise was not reproducible, and the device was reprogrammed to resolve the event.

Event description:
A correction report is needed to include that there wasn't loss of capture, but only functional loss of capture.

Event description:
Additional information was received that the device is still experiencing oversensing. No additional information intervention was performed at this time.

Event description:
Additional report is needed to clarify that the oversensing was due to myopotentials and not noise.

Event description:
Additional information received that there is pptwos, fusion/pseudofusion, and loss of capture on the device. The patient is stable.

Event description:
Additional information was received that there was loss of capture on the device.

Event description:
Additional information was received that the event was resolved by reprogramming the device.